Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r

Event description:
During device preparation for the af ablation procedure, the tacticath se ablation catheter was connected to the tactisys system, but contact force did not appear on the ensite precision screen, and the values appeared in pink. An error message appeared, which stated: "tacticath is intended for single use only". The tacticath se ablation catheter was replaced, which resolved the issue, and the procedure was completed with no adverse patient consequences.